Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient experienced a severe hypoglycemic event while wearing their pod. After a physically demanding day of cycling in hot weather, the patient returned home, had a meal that was not particularly high in carbohydrates, and consumed red wine. Despite using the activity feature during the ride, the patient's glucose levels dropped significantly overnight. At approximately 1:14 am, their glucose crashed, and by 2:30 am, they were found unresponsive and sweating in bed by their wife, with a glucose level reported at 40 mg/dl. Emergency services were called, and ems administered intravenous (IV) dextrose on-site before transporting the patient to the hospital. The patient was treated and discharged the same day. The pod was worn longer than 48 hours on the abdomen.